Event description:
It was reported that an interlink continu-flo solution set was malformed. The reporter stated "tubing is defective at the junction of the dropper." The set was to be used with an unknown infusion pump and was being primed with a 250 ml normal saline solution bag. The infusion was set for 50 cc/hr. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. A visual inspection was performed and revealed no defects related to the reported problem. The device was connected to an in-house solution bag for gravity testing and reprimed. During the test, a leak was observed from the outlet port of the drip chamber. Microscopic inspection of the leak site revealed that the tubing was crimped at the connection to the drip chamber. The cause of the crimped tubing was not determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.